Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6 corrected fields: h6 problem code (remove previous selection, added correct selection) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The foreign material in the suction and biopsy channel could not be identified. Additionally, the cause of why the material remained in the device could not be specified. There was no deformation/damage to the area where the foreign material remained and it is unknown if reprocessing was performed in accordance with the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The following information from the instructions for use (IFU) pertains to this event: gif/cf/pcf-190 series operation manual includes a way of detection in chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series reprocessing manual includes the preventive measures in chapter 5 ¿reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
While evaluating the olympus evis exera iii colonovideoscope, it was discovered that the brush passage had brown foreign material present. There was no patient involvement during this event.